Event description:
During normal follow up externalized conductors were noted via fluoroscopy and no electrical anomalies detected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.